Event description:
It was reported via repair work order that the bed was stuck in mid-height and would not lower due to malfunctioned coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.